Manufacturer narrative:
There was no patient involvement. The facility has not provided the part or serial number. This information will be provided if and when made available. Mfg date: as the serial number is unknown, the manufacture date could not be determined. This information will be provided if and when made available. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a user medwatch report (mw5060397) stating that a breakdown of the tubing connection ports was seen after the customer started regularly disinfecting the connection ports with a 20% bleach solution and filtered tap water mixture prior to use. The user medwatch report indicates that a serious injury occurred, however the report is not designated as an adverse event and the narrative does not lend itself to the conclusion that there was any patient impact. Multiple attempts were made to get information about potential patient impact, along with further information about the event and device (including serial number and current status), however the facility has stated that they are unwilling to disclose any new information to us. No further follow-up is possible. As the issue could not be confirmed, a root cause was not determined and no corrective actions were identified. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Customer unresponsive.

Event description:
Sorin group (B)(4) received a user medwatch report (mw5060397) stating that a breakdown of the tubing connection ports of the sorin heater-cooler system 3t was seen after the customer started regularly disinfecting the connection ports with a 20% bleach solution and filtered tap water mixture prior to use.